Manufacturer narrative:
Qn# (B)(4). Additional information received from the customer: it was reported that the patient expired on (B)(6) 2019. The nurse reported that the device did not cause or contribute to the patient death. There was no delay in treatment. It was also reported that the device is not available for evaluation. Investigation results: complaint verification testing could not be performed as no sample was returned for analysis. The actual lot number was not reported; therefore, a device history record review was performed based on the sales history of the customer and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the grey hub of the cvc became detached while in use on the patient. This incident did not cause any adverse impact to the patient. No sample available for return - still in patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. No sample will be returned for evaluation. Potential lot#'s: 71f18h1983, 71f18e1663.

Event description:
The grey hub of the cvc became detached while in use on the patient. This incident did not cause any adverse impact to the patient. No sample available for return; still in patient.